Manufacturer narrative:
Na.

Event description:
The customer stated that the accu-chek inform ii base unit had melted plastic above the charging contacts. There were no signs of damage or additional melted plastic on the device. The power supply of the device was fine, with no signs of melting. There was no report of any meters having signs of melting. No adverse events were alleged. The customer's product was requested for investigation.

Manufacturer narrative:
The customer returned the inform ii base unit light for investigation. Through a visual inspection of the device, bent contacts and discoloration were observed. The charging function of the device was checked with a retention inform ii meter and a retention battery pack. The retention meter was charged using the returned base unit light. There was no unusual warming up during the charging process. The device was lukewarm which wouldn't lead to melting. The customer's allegation of melting above the charging contacts of the base unit light were actually dents above the charging contacts. This occurs through extensive use by placing meters into the base unit light to charge. Over time, the plastic on the base unit wears down and shows these dents.